Manufacturer narrative:
During the pre-deco engineering evaluation, a tear in the outer jacket 4.5" from the tip, 9mm in length, 90 degrees from fold was observed. Investigation is ongoing.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation.  The returned device was visually inspected and a tear was observed in the outer jacket 4.5¿ from the distal tip, a tear length 9mm was observed to be located 90 degrees from the fold line and the distal tip was observed to open normally with minor damage to the bilayer.  No relevant imagery of the event was provided.  Due to the nature of the complaint, no dimensional or functional analysis was performed.  During manufacturing of the axela sheath, the axela sheath and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  The lot history review revealed two additional complaints for ¿outer jacket ¿ torn¿.  Both complaints are pending engineering evaluation. A review of complaint history from april 2018 to march 2019 for the edwards axela sheath (model 9630es14 and 9630es14a) revealed other similar returned devices for ¿complication of device removal¿.  For the device that was evaluated, available information suggests that procedural factors may have contributed to the reported event although no manufacturing non-conformances were identified.  A review of complaint history from april 2018 to march 2019 for the edwards axela sheath (model 9630es14 and 9630es14a) revealed other similar returned complaints for ¿outer jacket - torn¿.  The complaints were confirmed, but no manufacturing non-conformances or IFU/training deficiencies were identified.  The axela sheath is a recently commercialized device, and control limits therefore have not yet been established.  As such, the post market surveillance plan dictates that complaint trends will be reviewed.  Review of complaint history revealed more than 3 complaint occurrences per month for the past 3 consecutive months which met the trigger for review.  The review did reveal adverse events associated with some complaints; this trend will continue to be monitored. The instructions for use (IFU) for the axela, the edwards sapien 3 ultra procedural training manual and the device preparation training manual were reviewed for instructions involving device preparation and use.  No IFU/training deficiencies were identified. No manufacturing non-conformances were identified during evaluation; therefore, an fmea assessment was not required/performed. The complaint for ¿outer jacket - torn¿ was confirmed.  No potential manufacturing non-conformances were identified.  A review of manufacturing mitigation's supported that the sheath has proper inspections in place to detect issues related to the reported event.  Based on the review of complaint history, DHR, and lot history, there is no evidence to support a manufacturing non-conformance contributed to the complaint.  No IFU/labeling deficiencies were identified.  The cer states that the access vessel was moderately calcified.  It is likely that calcification interacted with the outer jacket and sheath shaft during insertion or withdrawal, resulting in the observed tear.  The ¿complication of device removal¿ was unable to be confirmed as imagery was not provided. Based on the complaint description, it is possible that the sheath interacted with the perclose device upon removal, leading to the reported difficulty. No manufacturing or IFU/labeling inadequacies were identified.  It is likely that procedural factors (sheath removed through perclose device) contributed to the reported complication of device removal and patient factors (calcification) contributed to the torn outer jacket.  No corrective and preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, during removal of the esheath, the physician reported having to pull harder to get the last bit of the esheath out.  A perclose was used to close the artery.  A post angio of the lcfa showed a small dissection and a balloon angioplasty (poba) was attempted, however, a small cut down was required in order to patch the artery.  The patient was noted to have been in stable condition at the conclusion of the case. The patient¿s minimum luminal diameter measured 6.5mm and were moderately calcified.  No vessel tortuosity was noted.